Event description:
Info received that the head up function will not work. No injury reported.

Manufacturer narrative:
Bed was out of svc in bed shop. Tech found that the head will not go up due to a bad valve replaced the valve to resolve this issue.